Manufacturer narrative:
Investigation description: display damage due to impact.

Event description:
It was reported that the ilet pump screen could be unlocked but then became unresponsive, later confirmed to be due to a cracked touchscreen; the user transitioned to backup therapy and blood glucose was not impacted. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user¿s caregiver and analysis of information provided by the user. Investigation of this case revealed a software-related problem associated with unresponsive keys/buttons and involvement of the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.